Event description:
It was reported that when using the bd pyxis medstation system, the drawer 2.1 and multiple cubies were failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had multiple cubies were failed. A field service engineer changed the retractor band, module board, and moab, but the problem still persisted. The engineer found two bad cubies and replaced them to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.